Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the line cuff was dislodged. The catheter had been in place for 94 days when the cuff became exposed, 100 days total, as it was not exchanged until february 28, 2025. There was no unusual note on the day of the event right before the dislodgement. There were no defects/damages found on the product. There were no other products utilized with the device. There was no excessive force used on the device. There was no leak. There was no luer adapter issue. There was no patient pre-existing condition that might lead to catheter dislodgement. There was no cleaning agent used on the device when the line cuff was noted to be out as soon as the dressing was removed. Flushing was not done prior to use. The product was replaced, and treatment was completed. As a remedial action and intervention, the patient was sent to ari (acute renal unit) from the satellite unit, where the patient usually receives dialysis. The dialysis line was x-rayed to ensure it was still in the correct position. It was stated that there was no slot in ir (interventional radiology) to exchange the line, so dialysis proceeded with IV (intravenous) vancomycin cover. There was no blood loss, and no blood transfusion was required.

Manufacturer narrative:
Additional information: g3, h3, h6, h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that one catheter that appeared to have a slightly dislodged cuff. There appeared to be no abnormalities with the device. It was reported that there was an ingrowth or catheter migration issue. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue can occur when it is dislodged by the patient during movement. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.